Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused IV set sample without packaging with an alcohol cap attached to the caresite valves was received for evaluation. A visual evaluation was performed on the returned set and it should be noted the luer is broken off inside a caresite valve. The defect for depressed piston cannot be evaluated due to the broken luer in the valve and therefore cannot be confirmed. Review of the discrepancy management system database could not be performed as a lot number was not provided. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the rubber stopper in the caresite was depressed in causing the IV fluids from the primary line to drip out onto the patient, pump and floor. No injury reported.